Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation, and a ventilator inoperative error was found. The system circuit board was replaced to address the issue.